Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) sample probe of the unicel dxc 800 synchron system was leaking. Customer reported that they thought something was stuck in the probe and so they did manual flushing of the probe with 10% wash solution and homed the system. Once the system was homed, water was squirting out from the probe. Customer stated that she thinks the clot was in the collar wash or the valve. Customer reported that the instrument suppressed results for glucose and bun (blood urea nitrogen). Customer refused to provide the patient results. Customer reported that no erroneous results were reported outside the laboratory. Customer reported that there was no adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation results: bec customer technical specialist (cts) instructed the customer on how to change the wash collar on the mc sample probe. The cts suggested to the customer that she clean the wash collar with de-ionized water and put everything together. Cts informed the customer not to use the modular chemistry part of the instrument. Cts also order a new collar wash for delivery to the customer. Customer confirmed that she received the wash collar. To date, customer has not contacted bec regarding further leak of the mc sample probe. (B)(4).